Event description:
Affiliate reports that the disk of the reservoir has detached from the valve and the valve needed to be replaced. The pt status is good now. The affiliate did not notify codman USA of this event until 1/2006 although actual alert date was 11/2005.